Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, excessive no delivery test and unexpected restart alarm . No excessive no delivery or occlusion alarm noted. No unexpected restart alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart. Customer blood glucose at the time of incident unknown. The customer is not sure if the alarm reoccurred after changing battery in the insulin pump. Customer does not have an additional alkaline battery available customer was advised to continue using the device. Insulin pump will be returning for analysis.